Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with no vacuum. "Once pushed plunger back in and then pulled out, liquid started coming out from behind the stopper and at the bottom of the syringe.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with no vacuum. "Once pushed plunger back in and then pulled out, liquid started coming out from behind the stopper and at the bottom of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause not defined since samples/photos were not received to confirm the product defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.